Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. At the initial implantation there was a proximal type I endoleak. The physician implanted six aptus endoanchors but the type I endoleak did not resolve. An endurant aortic cuff was implanted and the proximal type I endoleak was resolved. The physician stated that the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.